Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2012 the patient underwent following surgery, bilateral inferior laminotomy l4, superior laminotomy l5, medical facetectomy, foraminotomy for decompression of bilateral of bilateral l4 and l5 nerve roots. Bilateral inferior laminotomy of l5, superior laminotomy s1, medial facetectomy, foraminotomy for decompression of bilateral l5 and s1 nerve roots. Insertion of segmental transpedicular hardware bilateral l4-5 and s1. Posterior lateral arthrodesis using compression resistant matrix augmented with rhbmp-2/acs local moselized bone graft and cancellous chips. Preoperative diagnosis: l4-5 degenerative disc disease, lumbar stenosis with radiculopathy and instability. As per op notes: ¿attention was turned to posterolateral arthrodesis. A compression resistant matrix was wrapped in rhbmp-2/acs sponge and augmented with local morselized bone graft and cancellous chips. This construct was placed spanning the decorticated transverse processes of l4, l5 and sacral ala bilaterally. The decorticated facet joints were packed with small amount of rhbmp-2/acs and with cancellous chips. The pre-bent lordotic rod was placed spanning the pedicle screws at l4, l5 and sacrum.¿ post op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.